Event description:
It was observed that during the device evaluation, the subject device exhibited dents on edge, debris under light guide cover glass, cut on cable, video connector with minor crack marks on sides, out of field. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: dents on edge, debris under light guide cover glass, cut on cable, video connector with minor crack marks on sides, out of field. Based on the results of the investigation, it is likely the following led to the malfunction: the device has bent outer tube. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.